Event description:
This report is being filed for clip delivery system (10248675/(B)(4)) as the clip was a possible contributor to the reported pulseless ventricular tachycardia (vt) and cardiac arrest. It was reported that a mitraclip procedure was performed on patient who was at the very end stage of left ventricular failure. The placement and closure of the first clip (10248675/(B)(4)) onto the mitral valve leaflets was performed without difficulty as the mitral valve was anatomically good for the use of the mitraclip device. Immediately after the clip was closed on the leaflets, the patient experienced an episode of pulseless ventricular tachycardia (vt) and cardiac arrest. The clip was immediately reopened and released from the mitral valve leaflets. The patient's pre-existing implanted cardioverter defibrillator (ICD) discharged three times, an external defibrillator was discharged once and approximately 30-40 seconds of cardiopulmonary resuscitation (chest compression) was required until the intrinsic heart rhythm and cardiac output returned. The patient was stable for approximately five minutes when a second episode of pulseless vt occurred. The ICD discharged one time and the intrinsic heart rhythm and cardiac output returned. The mitraclip procedure was then completed with the implantation of two clips without further problems reducing the functional mitral regurgitation grade from 4 to 2. The patient later recovered normally and woke from anesthesia.

Manufacturer narrative:
(B)(4). Although the physician was unsure as to the precise cause of the pulseless vt episodes, he felt that the closure of the clip increased strain to the left ventricle due to increased preload as a possible contributing factor to the pulseless vt . No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. In this case, there was no reported device malfunction associated with the reported event. The reported patient effect of arrhythmia and cardiac arrest, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.